Event description:
It was reported that an occlusion alarm occurred. The customer checked for kinks in tubing then cleared the alarm and resumed insulin deliveries. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.